Manufacturer narrative:
Additional information was received that the reason for revision was that the patients ipg site was uncomfortable. It was also mentioned that the patient was having charging issues due to battery had been freely rotating in the pocket and was facing upside down. The patient underwent a revision procedure and was doing well postoperatively.

Event description:
A report was received that the patient will undergo a revision procedure wherein the pocket will be tightened for an unknown reason. No device malfunction was suspected.

Event description:
A report was received that the patient will undergo a revision procedure wherein the pocket will be tightened for an unknown reason. No device malfunction was suspected.